Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 27. Details of surgery: implant surface not completely covered with bone, sinus augmentation and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.